Manufacturer narrative:
A ge representative evaluated the system and determined the batteries needed to be replaced. Customer must order these from a 3rd party.

Event description:
Customer reported the system will not take x-rays. No patient injury was reported.